Event description:
My brother is a type I diabetic and has been using the tandem t: slimx2 insulin pump. We found him dead on (B)(6) 2024. We found that his insulin pump was also "dead" with no battery charge. My brother habitually charged his pump every morning. The medical examiner noted the cause of death as diabetic ketoacidosis.